Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence, urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported that the patient was getting 50% relief and had less accident but did leak (¿pee comes out¿) when getting up from the couch. The patient wanted to adjust the stimulation to get better relief. It was noted that the patient was given the manufacturer¿s contact information as they were to call them because they needed assistance/training with the programmer unit. Additional information was received, and it was noted that the patient did not know how to use the system and was trained under anesthesia. The patient then reported that they were experiencing incontinence since implant and said they were "going to have a break down, and its affecting [their] mental health." The patient's therapy was not working. Patient status is unknown at the time of this report. On (B)(6) 2018, additional information received from the patient and the rep reported the patient did not feel stimulation since (B)(6). The impedance was normal, and battery was 7-12 months. They tested each electrode. Increased to 8.5 on all 4 and patient only felt slight stimulation at battery site. No stimulation was felt in bicycle seat. It was recommended x-ray to check location of the lead. It was also indicated that the patient has not been seen by a clinician since her post op appointment from implant. It has never worked. The rep indicated that they were made aware of the situation when patient services reached out to them to call the patient 2 weeks prior. No further complications were reported or anticipated.